Manufacturer narrative:
Expiration date 11/2020. Manufacturing date 12/2015. Based on the available information, this event is deemed to be a reportable malfunction. Based on available information no patient harm occurred. Follow-up details have been requested but have not been received to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by a pharmacist who stated "leak after the application of the device. After removal, it was noted that the balloon was drilled (hole)." The device was removed. No further details were provided including treatment or outcome.

Manufacturer narrative:
A batch record review indicates no discrepancies. Therefore, no additional investigation is required. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been received to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on august 11, 2017.